Manufacturer narrative:
Product was not returned for evaluation. Therefore, this report is based on the information provided by the customer. There was no patient or caregiver injury reported as a result of this event. Historical complaint data was reviewed and found twelve complaints for securement devices for adhesive failure in the last 2 years, nine of which were reported by vygon customers in europe. The device history record for this lot was reviewed and found no nonconformance's or anomalies noted that could have contributed to this complaint. All reviewed samples passed inspection, including functional testing via hanging weight test. On-hand inventory of units from different lots was reviewed and found not to have the same issue. Additionally, sample retains were tested and no failures or malfunctions were identified. The units passed all testing and the complaint could not be reproduced. Currently, the most likely root cause of failures is due to new users and device training issues. Per the importer, training is planned to take place at the user facility. A CAPA was opened to address an observed increase in these types of complaints and had identified a secondary root cause related to the product design with material selection in conjuncture with lack of robust process validation. At this time, there is not enough evidence to confirm the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. As a result of an observed recent increase in reportable complaints for securement devices, an internal investigation has been launched (CAPA (B)(4). No further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
It was reported by vygon, tidi's medical device distributor in (B)(4), that: "the device did not support the cvc fixation element but allowed it to slide and thus move until the cvc was accidentally removed."